Manufacturer narrative:
The device history records could not be reviewed as the lot number is unknown. The sample was not returned for evaluation as it was discarded by the user facility. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (information for use) states - instructions for use: equipment required, introducer sheath (input sheath recommended) the current IFU (information for use) states the following: warning: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation. The current IFU (information for use) indicates the following: opti-plast xt peripheral balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac, femoral and renal vessels. Bard does not recommend the use of this product for procedures other than those mentioned above.

Event description:
It was reported while predilating during an sfa case, the doctor could not remove the balloon through the 6f sheath. The patient developed a hematoma in the groin while the doctor was trying to remove the balloon. The doctor removed the sheath and balloon as one unit. An 8f sheath and another balloon was used successfully to complete the procedure. The procedure was extended one hour.